Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced two episodes of elevated blood glucose with continuous glucose monitor readings up to 268 mg/dl, each lasting about 1 hour 15 minutes and over 3 hours respectively, while using an ilet system with an inset infusion set on the abdomen and a fsl3+ cgm; the caregiver indicated unexpected meal announcements appeared in device reports despite no meals being announced on the ilet and suspected device malfunction, though use error and the patient¿s brittle diabetes were considered. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.